Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 214 mg/dl at the time of the incident. The customer reported having unresponsive buttons as well. Troubleshooting was performed however the insulin pump error could not be cleared. The insulin pump is not returning for analysis.